Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pacing impedances on left ventricular (lv) lead, and during the lead revision electively explanted this device. It was suspected that the lv setscrew was loose as the impedances were normal when using a different pacing configuration on the lead. No adverse patient effects were reported. The device was returned and placed on legal hold.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, preliminary analysis noted no anomalies. The device was then placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for detailed analysis. Impedance tests were normal and verified therapy availability, refuting the field allegation of high impedances. However, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the battery depleted prematurely, and was due to low-voltage capacitor degradation, which resulted in a high current condition.